Event description:
A customer in the united states notified biomérieux of false susceptible results for an escherichia coli survey strain when testing with the vitek® 2 ast-gn69 test kit. The customer obtained a susceptible result (mic=8) for ampicillin/sulbactam. The expected result for this survey strain is resistant. As there is no patient associated with this quality control strain, there is no adverse event related to any patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A us customer submitted their api escherichia coli survey strain ur-06 for ampicillin/sulbactam (ams) evaluation because susceptible results (mic=8) were obtained when the sample was tested on vitek® 2 ast-gn69 cards. The expected result for ams was resistant. Identification was confirmed, and testing included both the customer lot and a random lot of ast-gn69 cards. Agar dilution (ad), the reference method for ams (sam01n), was also performed. On the customer lot of ast-gn69 cards, a susceptible ams mic=8 was obtained, and, on the random lot, an intermediate mic=16 was obtained. Ad gave an intermediate mic=16. Both card results are within one (1) doubling dilution of reference method results, so card and reference method results are in agreement. The vitek 2 ast-gn69 cards performed as expected, and no further action is necessary.